Event description:
On (B)(6) 2012, the patient experienced cerebral infarction and was hospitalized. The patient was administered tpa. On (B)(6) 2012, the patient experienced reinfarction. The physician used a reperfusion catheter 054 to aspirate clot in the m1 segment of the right middle cerebral artery (mca). The physician then noticed an occlusion in the lateral branch and advanced a reperfusion catheter 032 proximal to the target lesion. A separator 032 was inserted into the catheter, but would not advance to the catheter tip. The physician moved the reperfusion catheter 032 back and forth several times and the separator tip broke. The physician used a new reperfusion catheter and separator and the occlusion was reopened and the procedure was finished without further complications. The patient's tici score was a iib.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.